Event description:
Information received indicates the CPR function is not working, but the head section can be raised and lowered using the siderail functions.

Manufacturer narrative:
The technician isolated the issue to a worn head drive. He replaced the head drive to repair the bed.